Event description:
Initially treated at a different facility, where line was placed a year ago. Patient transfered here for continued care, on CT scan found his port had broken off and the catheter had migrated to his pulmonary artery. An additional interventional procedure was required to remove the port - left pulmonary arteriogram peformed, then a large snare device was used to retrieve the catheter. The fractured catheter was located spanning the right main and proximal left main pulmonary artery. The catheter was successfully retrieved without complication.